Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was damaged. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.